Event description:
A surgeon reports seeing an oblique like substance (shaped like finger-nail clipping) on the posterior surface of the intraocular lens following implant surgery. He was able to yag some of the substance off. However, the pt is experiencing blurry vision. The pt's bcva is 20/30 and the lens remains implanted. The surgeon plans to bring the pt back in and if the substance is still present, he will attempt to yag more of it away.